Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 10 mml x 4.5 mmp implant using the radiographic template. No defect or non-conformity was observed. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The device was returned for evaluation. At this time the investigation is in progress. A review of the device history record (DHR) will be performed, and the findings will be provided in a supplemental report.

Event description:
It was reported that an implant was placed on tooth location #4, on (B)(6) 2017. The implant failed to osseointegrate, and was explanted on (B)(6) 2017. There was no serious injury caused, and it is reported that the patient was "satisfactory" with "no discomfort." There were no pre-existing conditions, no granulated tissue, no infection, not placed in a previously grafted site, and no abnormal events. Nothing was noticed abnormally with the implant itself.